Manufacturer narrative:
Based on the claim against the product by the customer noting that the e-100 generator had no bipolar power, an investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went onsite and could reproduce the issue. Fse replaced the e-100 generator to resolve the issue. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and reported failure was confirmed. This unit was installed into the test system, and it failed. The power led turned red and bipolar led did not turn on, as the unit could not cut/seal. The complaint regarding bipolar power issue with e-100 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A site history review was performed and found a related complaint under patient identifier (B)(6), which was created in order to document that the issue occurred on another procedure.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that the e-100 generator had no bipolar power. The live logs were not available at the time of the call. No troubleshooting was done. The site continued the case using the erbe instead of the e-100. The procedure was completed with no reported injury.